Event description:
Procedure: lap hernia repair. According to the reporter: liver function test value, such as got, gpt, were raised after procedure. The values fell immediately after medication. The next day of surgery: got 22, gpt 16. The 5th day after the surgery got 92, gpt 79.

Manufacturer narrative:
(B)(4).